Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the battery was replaced during the service call. The system was tested and found to be working as intended an put back into service.

Event description:
The customer reported an intermittent communication failed error message resulting in the system locking up. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.